Event description:
It was initially reported, on (B)(6) 2010, that the patient experienced a loss of stimulation sensation shortly after (on the same day) the device was implanted. The patient contacts the physician and the issue was subsequently resolved. The patient later reported, on (B)(6) 2010, that during the stimulation trial, the stimulation was set at 2.10 - 2.20 volts. The permanent device was set at 4.50 volts, with no relief provided (pain present). Additional information was received stating that the patient met with the physician and manufacturer representative regarding this issue. The patient noted that there were seven different programs available, but each had to be set at such a high level that the stimulation became uncomfortable. The manufacturer representative reset the device to "c program" to lessen the impulses. The patient felt this worked better. The patient suggested that the leads slipped out of place prior to leaving the hospital, at the time of implantation. The patient complained of the new onset of back aches. No further details or patient outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).